Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2016, the fse arrived at the site to address the reported event. Inspection of the device revealed that, on start up, the device would immediately go to high pressure. The fse then shot the fluidic system and discovered that the peek tubing was clogged from the stator valve to the filter. The tubing was replaced and the pump was subsequently able to run without high pressure errors. The quality control (qc) and patient samples also passed. No further action was required by fse. The most probable cause of the reported event was due to clogged peek tubing.

Event description:
On (B)(6) 2016, the customer reported receiving error 100 high pressure with the g8 analyzer. The customer replaced the filter but the error persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.